Event description:
It was reported that the plastic trial spacer, which was used during this patient's right unipolar hip hemiarthroplasty, broke during the surgical procedure. Shortly after the surgeon had completed the implantation of the patient's summit cemented stem. He placed a unipolar spacer trial and modular cathcart head trial on the stem. During the reduction of the patient's hip, two small pieces of the plastic trial spacer chipped off of the trial. The smaller of the two pieces, which was approximately one centimeter in length, was never found. The surgeon ran his fingers throughout the capsule of the patient's hip in search of the missing sliver of plastic, but he did not feel or find the fragment. The surgeon was adamant that the fragment was somewhere other than in the patient's hip. There was approximately two minutes surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform . As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary : it was reported that the plastic trial spacer, which was used during this patient's right unipolar hip hemiarthroplasty, broke during the surgical procedure. Shortly after the surgeon had completed the implantation of the patient's summit cemented stem. He placed a unipolar spacer trial and modular cathcart head trial on the stem. During the reduction of the patient's hip, two small pieces of the plastic trial spacer chipped off of the trial. The smaller of the two pieces, which was approximately one centimeter in length, was never found. The surgeon ran his fingers throughout the capsule of the patient's hip in search of the missing sliver of plastic, but he did not feel or find the fragment. The surgeon was adamant that the fragment was somewhere other than in the patient's hip. A replacement trial is needed to complete the hospital's consignment tray. There was approximately two minutes surgical delay. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that a portion of the outer perimeter of the trial spacer 12/14 -3 was found broken in fragments. Only one broken fragment was returned for examination. However, no postoperative x-rays were provided to confirm the foreign body left in the patient. Therefore, the reported condition can be partially confirmed. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the trial spacer 12/14 -3 would contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.